Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, during the final stage of procedure (creating rectum -descending colon anastomosis) surgeon placed the head of the stapler and sutured the bowel. Then he inserted the stapler trough anal canal and attached it with the head, he removed the safety lock and pressed the fire trigger all the way and released but stapler didn¿t want to fire or do any firing cycle. He tried it again, but nothing happened, so he pulled out the stapler but left the head in upper colon, opened another stapler, reattaching the stapler with the head and finished the resection, everything went ok with the second one. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 09/22/2020. D4: batch # t5cy7x. Device analysis: the analysis results found that the cdh25p device arrived in good condition was determined that it was manufactured on june 28, 2019. The staples were present, and the breakaway washer was uncut, confirming that the device was not fired. Upon the installation of the battery, the green check mark was displayed suggesting that the device was not reset before staples were loaded during the manufacturing process. Upon resetting the device using a reverse battery, the device was successfully fired. It formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and met the release criteria. Per the condition of the sample received appears that device was fired during manufacturing process but not reset before reloading the staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.